Event description:
Philips received information from the customer that the patient support traveled out of the gantry 2 feet without command and immediately went back in the gantry to the previous position without command. The procedure was halted and the patient was moved to a different CT system to complete the procedure. Philips service confirmed that there was no injury to a patient or operator due to this event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
On (B)(6) 2013, the customer, (B)(6) medical center (B)(6), reported that the table went out of calibration during the middle of a lung biopsy. There was a needle in the patient¿s lung within close proximity of the aorta. The table jerked out a good 2 feet and immediately went back in. There was no bug report or errors in error log at time of incident. The customer did not request any further support or service from philips. Further investigation by engineering was unable to be performed due to unavailable error log/bug reports to perform further analysis. The customer has chosen to take this system out of service and have it replaced. Service records indicated that the system mentioned in this record was replaced with an ingenuity flex in (B)(6) 2014. To ensure this was not a broader issue CT engineering and complaints performed a horizontal analysis on this issue: there are total (B)(4) pq5000 units are in use worldwide as of (B)(4) 2015. The complaint database showed no similar complaints. According to CT engineering the CT change request database showed no similar defects. CT engineering concluded that since there was no bug report or errors in error log at time of incident, and the customer did not request any further support or service from philips, further investigation was unable to be performed. The customer has chosen to take this system out of service and have it replaced. CT engineering determined that the risk was acceptable for this issue. Therefore if it were to recur, it would not be likely to cause death or serious injury.

Event description:
Philips received information from the customer that the patient support traveled out of the gantry 2 feet without command and immediately went back in the gantry to the previous position without command. The procedure was halted and the patient was moved to a different CT system to complete the procedure. Philips service confirmed that there was no injury to a patient or operator due to this event.